Manufacturer narrative:
This report was associated with report number 1060818-2023-08887. This report was discovered as a review of 1060818-2023-08887.

Event description:
Implant failed to osseointegrate.